Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently performed the load fill tubing sequence while connected to the site. Customer ended up in the intensive care unit due to accidently dosing themselves with extra insulin. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received. No additional information was provided.